Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified crease fold, wear abrasion and opening on posterior and anterior. Leak test and microscopic analysis was performed which identified crease smooth opening, striated opening and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is an opening crease smooth on posterior assessed as fold flaw opening and a striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.